Event description:
Surgeon was attempting to place set screw into tulip head of screw. Surgeon threaded set screw in and provisionally tightened the set screw. During his maneuver the screwdriver stripped.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned for evaluation visual examination of the returned expedium 5.5 ti cortical fix polyaxial screws [product codes: 1867-27-650 and 1867-27-645] revealed that the fractures were located at the screw¿s shank under the polyaxial ball. The tulip head and the set screws were enclosed around the rod. The fracture analysis report suggests that the polyaxial screws [product codes 1867-27-650 and 1867-27-645] underwent fatigue failure. Optical imaging revealed that the surface of both polyaxial screws exhibited striations/progression lines, indicative of fatigue, moving towards the potential fracture termination site. The report also noted that for the polyaxial screw [product code 1867-27-645, lot number tbfng] bone cement was located within the screw cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the screws breaking cannot positively be determined. However, the fracture analysis report suggests that the polyaxial screws [product codes 1867-27-650 and 1867-27-645] underwent fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.